Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after the patient¿s dexcom g7 sensor was dislodged and replaced, the new sensor paired to the dexcom app but not to the ilet, resulting in loss of cgm data to the pump and automatic suspension of automated dosing until communication was restored by toggling the cgm setting from g6 to g7 and restarting the ilet. Symptoms included hyperglycemia while without sensor data. Outcomes included no injury and recovery of glucose readings with downward trend after data transmission resumed. Investigation included remote troubleshooting and user education related to device setup and cgm pairing. Investigation of this case revealed a pairing failure between the ilet and the dexcom g7 that was resolved by correcting the cgm configuration and restarting the pump, with no hardware malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user setup error leading to temporary loss of cgm-pump communication.